Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter did not power on when attempting a blood test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on the same that she contacted lfs for assistance at approximately 4 pm. The patient advised the cca that she manages her diabetes with a 25 units of 70/30 insulin in the morning and 10 units in the evenings and glyset pills, three times per day. The patient reportedly did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that she developed symptoms of "sweating and clamminess" approximately one and a half hours after the alleged issue and self treated by taking an extra pill of glyset at approximately 6 pm on that evening. At the time of troubleshooting, the cca noted that the correct test strips were being used and the meter was not being used for the first time. The meter powered on upon insertion of a test strip and by pressing the power button. The issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on september 21, 2011 the meter was tested and no faults were found. On september 27, 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.